Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent right atrial (ra) lead under sensing was noted on stored the electrograms (egm) with possible false classification of termination of arrhythmia. The lead is still in use. No patient complications have been reported as a result of this event.